Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial (B)(4), catalog # 1650, exp date: 12/31/2016, mfg. Date: 02/05/2016. Device has not been received.

Event description:
It was reported that the patient complained of battery switching. The controller and battery were exchange with no reported consequence to the patient. No additional information.

Manufacturer narrative:
Corrected device code for controller (B)(4). The reported event of power switching was confirmed on the returned controller, (B)(4). These power switching events could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events involving (B)(4). (B)(4) was not connected to the controller during these events. These premature switching events are most likely due to communication anomalies between battery and controller or momentary disconnects between the controller and the battery. Analysis revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported beeps can be attributed to momentary disconnects between the battery and the controller. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. (B)(4) - battery. (B)(4). Method: visual inspection; analysis of data log(s); interoperability. Evaluation actual device evaluated. Result: no failure detected. Conclusion: no failure detected, device operated within specification; (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.